Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was admitted to the hospital emergency room. The reason for the admission into the hospital was not provided. The patient died four days later due to a device malfunction. It was reported that there was not a technician was available in the area to reprogram or reset the device. As of today, the device has not been returned and it is unknown if it will be returned. This device is part of a legal action filed by the patient's family.

Event description:
.